Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual examination of the provided pictures identified the explanted head and liner, covered in bio-debris. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and review identified the following: right total hip arthroplasty with superior and likely posterior dislocation of the right hip. Significant heterotopic ossification along the greater trochanter. A definitive root cause cannot be determined for the dislocation. No problem was found for the ho noted in the mmi report after review by a hcp. This complaint was confirmed based on the mmi report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a right hip revision due to a dislocation. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.